Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a lesion in the tortuous circumflex. An attempt was made to direct stent the lesion, but the promus stent did not cross. When the device was being removed from the pt, the stent dislodged in the y adapter. The y adaptor was removed with the dislodged stent inside. Then pre-dilatation was performed and another promus stent was implanted. Reportedly, there were no pt effects. No additional event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.